Event description:
The customer reported to olympus, that the adhesive on the bending section cover was chipped on the endoeye deflectable videoscope. There were no reports of patient harm. The device was returned and evaluated; the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip; bending section cover and video cable had a scratch; video connector case had a crack; and the video connector was deformed. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on charged coupled device unit, the image had white dots. Due to damage on bending tube, right/left lever does not move smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was by stress of repeated use, external factors, or handling of the device. The event could have been detected/prevented by following the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.